Manufacturer narrative:
No product returning for evaluation. Should new info become available, a follow up report will be submitted.

Event description:
Received info stating customer was unable to change out cartridge and complete the load fill process. The customer's blood glucose level was not impacted.